Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, it was reported that the pump touchscreen "popped out of pump". Customer¿s blood glucose level was 200 mg/dl. The customer reverted to an alternate method in insulin therapy.